Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting institution phone: (B)(6). Reporter phone: (B)(6).

Event description:
It was reported to philips the power supply was not working. There was no patient involvement.

Manufacturer narrative:
A philips field service engineer evaluated the device. The reported problem was confirmed. The cause of the reported problem was a component failure. The equipment's power module is defective. After replacing the ac power module, the device returned to full functionality. It has been concluded that no further action is required at this time.